Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported having an issue with the touch screen of their adc device was unresponsive and, therefore, was unable to use the device. As a result, the customer experienced the following symptoms: "thirsty and diffused vomiting ."paramedics were called and transported the customer to the hospital, where the hcp provided treatment with unspecified fluid and intravenous insulin (dose unknown) for hyperglycemia diagnosis. No other treatment was reported. There was no report of death or permanent impairment associated with this event.